Manufacturer narrative:
Investigation findings: this bur guard was received for eval, and during testing, it got hot related to worn bearings. Further investigation noted this was overdue for preventive maintenance. The information for use (IFU) shipped with the device informs the user of the following: recommended svc interval of every 6 months. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. Overheating might occur if bearings are worn or are not kept clean. If overheating occurs, discontinue use and return for svc.

Event description:
It was reported that during an oral surgery procedure, the drill got hot and this bur guard may have been in use at the time of this event. There was no report of injury or surgical delay associated with this problem.